Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bleeding was due to the patient experiencing high blood pressure. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy procedure, the patient experienced hypovolemic shock in recovery, and a reoperation was required due to bleeding. According to the surgeon, the quality of the patient's tissues was not good due to an inflammatory process caused by a previous surgery; however, there were no intraoperative complications. At the completion of the procedure, a drain was placed below the anastomosis site to prevent fluid from accumulating in the body. Approximately 1 hour postoperative, the patient¿s drain was noticed to be completely full of fluid and blood; estimated to be approximately 100mls. The patient was returned to the operating room and the middle colic artery was found to be bleeding, which during the initial procedure had been sealed using a vessel sealer extend (vse) instrument. The surgeon stated that the bleeding was unexpected and was caused by the patient experiencing high blood pressure, and does not think that a da vinci system, instrument, and/or accessory caused or contributed to the bleeding. To resolve the bleeding, an endovascular repair was performed, and the patient required a blood transfusion; 1 unit was administered. The procedure was completed, and the patient required a longer hospitalization; however, the patient is now stable and there were no additional post-operative complications.